Manufacturer narrative:
This report is associated with argus case (B)(4), sensodyne toothbrush. Follow up information received on 11 january 2017 via product complaint investigation report. The report confirmed that the suspect toothbrush was sensodyne complete toothbrush, (initially reported as sensodyne unknown (toothbrush). Sensodyne complete toothbrush is not marketed in the us, therefore regulatory reporting on this product is not required. Comment: **downgrade report*

Event description:
Serious pharyngitis. The bristle stuck deeply in throat wall [foreign body in pharynx]. Felt uncomfortable. Pain which made eating difficult. Large swelling in throat. Did not eat. Bristle came out from the brush. Pain. Case description: this case was reported by a consumer via call center representative and described the occurrence of pharyngitis in a male patient who received gsk toothbrush (sensodyne toothbrush) toothbrush for dental cleaning. The patient's past medical history included foreign body in pharynx. On an unknown date, the patient started sensodyne toothbrush. In (B)(6)2016, an unknown time after starting sensodyne toothbrush, the patient experienced eating disorder. On (B)(6) 2016, the patient experienced foreign body in pharynx, discomfort and device defective. On (B)(6) 2016, the patient experienced pharyngitis, throat pain and throat swelling. On an unknown date, the patient experienced product complaint. The patient was treated with sulfamethoxazole + trimethoprim (bactrim forte) and local anesthetic nos (anesthetic spray (unknown brand)). Sensodyne toothbrush was discontinued (dechallenge was positive). On (B)(6) 2016, the outcome of the eating disorder was recovered/resolved. On an unknown date, the outcome of the pharyngitis, foreign body in pharynx, discomfort, throat pain and throat swelling were recovered/resolved and the outcome of the device defective and product complaint were unknown. It was unknown if the reporter considered the pharyngitis, foreign body in pharynx, discomfort, throat pain, throat swelling, eating disorder and device defective to be related to sensodyne toothbrush. Additional details: the patient's sisters called gsk to ask how to report a product complaint. Her brother bought sensodyne toothbrush. During teeth brushing, a bristle came out from the brush. It stuck in his throat, leading to serious pharyngitis. This case concerned toothbrush with soft bristles. This toothbrush was used for 2 months. The event took place on (B)(6) 2016 at the evening. During teeth brushing, bristle came out from the toothbrush. A few bristles was spited out, one of them stuck in the throat. The patient started to felt uncomfortable immediately. Nevertheless he thought that bristles can be removed with food or drink. The next day he felt pain which made eating difficult. The patient went to a hospital emergency department. Since there were long waiting time, he went to the private laryngologist. It turned out that the bristle stuck deeply, in throat wall, what caused a large swelling. It was impossible to remove the bristle by tweezers. The bristle was removed by aspirator, under local anesthesia. The patient was treated with bactrim forte (sulfamethoxazole, trimethoprim, tablets, dosage: 2x1) for 5 days. He used anesthetic spray (miramile forte, spray, medical device, dosage: 3x2). On the first day he did not eat. On the second day he could eat only a food with porridge/pudding consistency. The significant improvement he felt on saturday ((B)(6) 2016). Currently he feels well. The patient sent the sensodyne toothbrush to qa department. Follow up information received 06 december 2016 this case was associated with a product complaint. On (B)(6) 2016, the patient experienced pharyngitis (serious criteria other: serious per reporter). Additional information the patient was treated with miramile tonsil a medical device spray, 3 applications bid (6 total). Follow up and qa report received on 11-jan-2017: product updated to sensodyne complete toothbrush soft. The summarizing of the root cause analysis says: 'with above finding, we may conclude that this defect is not originated from factory, it is highly believe that consumer may has sanitized the toothbrush under extreme high temperature, which led to the deformation of the back side of the brush head, and the bristles fall out when the deformed head cannot effectively fix and firm the bristles'. This complaint is unsubstantiated.

Manufacturer narrative:
This report is associated with argus case (B)(4), sensodyne toothbrush.

Event description:
Serious pharyngitis. The bristle stuck deeply in throat wall [foreign body in pharynx]. Felt uncomfortable [discomfort]. Pain which made eating difficult [throat pain]. Large swelling in throat. Did not eat [eating disorder]. Bristle came out from the brush [device defective]. Case description: this case was reported by a consumer via call center representative and described the occurrence of pharyngitis in a male patient who received gsk toothbrush (sensodyne toothbrush) toothbrush for dental cleaning. The patient's past medical history included foreign body in pharynx. On an unknown date, the patient started sensodyne toothbrush. In (B)(6) 2016, an unknown time after starting sensodyne toothbrush, the patient experienced eating disorder. On (B)(6) 2016, the patient experienced foreign body in pharynx, discomfort and device defective. On (B)(6) 2016, the patient experienced pharyngitis, throat pain and throat swelling. On an unknown date, the patient experienced product complaint. The patient was treated with sulfamethoxazole + trimethoprim (bactrim forte) and local anesthetic nos (anesthetic spray (unknown brand)). Sensodyne toothbrush was discontinued (dechallenge was positive). On (B)(6) 2016, the outcome of the eating disorder was recovered/resolved. On an unknown date, the outcome of the pharyngitis, foreign body in pharynx, discomfort, throat pain and throat swelling were recovered/resolved and the outcome of the device defective and product complaint were unknown. It was unknown if the reporter considered the pharyngitis, foreign body in pharynx, discomfort, throat pain, throat swelling, eating disorder and device defective to be related to sensodyne toothbrush. Additional details: the patient's sisters called gsk to ask how to report a product complaint. Her brother bought sensodyne toothbrush. During teeth brushing, a bristle came out from the brush. It stuck in his throat, leading to serious pharyngitis. This case concerned toothbrush with soft bristles. This toothbrush was used for 2 months. The event took place on (B)(6) 2016 at the evening. During teeth brushing, bristle came out from the toothbrush. A few bristles was spited out, one of them stuck in the throat. The patient started to felt uncomfortable immediately. Nevertheless he thought that bristles can be removed with food or drink. The next day he felt pain which made eating difficult. The patient went to a hospital emergency department. Since there were long waiting time, he went to the private laryngologist. It turned out that the bristle stuck deeply, in throat wall, what caused a large swelling. It was impossible to remove the bristle by tweezers. The bristle was removed by aspirator, under local anesthesia. The patient was treated with bactrim forte (sulfamethoxazole, trimethoprim, tablets, dosage: 2x1) for 5 days. He used anesthetic spray (miramile forte, spray, medical device, dosage: 3x2). On the first day he did not eat. On the second day he could eat only a food with porridge/pudding consistency. The significant improvement he felt on saturday ((B)(6) 2016). Currently he feels well. The patient sent the sensodyne toothbrush to qa department. Follow up information received 06 december 2016 this case was associated with a product complaint. On (B)(6) 2016, the patient experienced pharyngitis (serious criteria other: serious per reporter). Additional information the patient was treated with miramile tonsil a medical device spray, 3 applications bid (6 total).